Event description:
The customer contact requested incoming functional inspection to be done by the field service engineer. During testing by the field service engineer at the user facility the device touchscreen was inoperable. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device has been recieved. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.